Event description:
Customer returned product with no event description. No further information provided.

Event description:
Customer returned product with no event description. No further information provided.